Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that time on insulin pump fell 5 to 6 minutes behind per month and customer believed that this may have contributed to incorrect insulin delivery. Customer's blood glucose was unknown. Insulin pump would be replaced.

Manufacturer narrative:
Monitored for a day with no unexpected time/clock anomalies noted during testing. Device passed displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test, sleep current measurement, active current measurement and self-test. Unit received with scratched casing, minor scratches on lcd window, pillowing keypad overlay and peeling end cap address label.